Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of "suspected wire cut" was confirmed. The device evaluation found there was no image output, since the device was manufactured more than 15 years ago, the DHR of the actual device could not be verified. Based on the results of the investigation, no nonconformities were found. A definitive root cause cannot be identified. The most probably cause of the malfunction is due to component failure, internal cable disconnection. To mitigate risk/harm to the patient and device damage, the instructions for use provides the following: endoscope image disappearance and freezing (warning) - if the endoscopic image disappears unexpectedly during an examination, or if the freeze cannot be released, immediately stop using the endoscope and remove it from the patient in accordance with the warnings described in ¿chapter 4: instructions for use¿. Continued use under such conditions may cause injury to the patient, bleeding, or perforation. - the following must be strictly observed. The endoscopic image may disappear unexpectedly during the examination, or the freeze may not be released. - do not clean, disinfect, sterilize, or store this device with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuits inside the device due to water leakage. - be very careful not to scratch the camera cable with sharp objects. - do not strike or drop this device. Water leakage may damage the electrical circuits inside the device. - connect the video connector to the otv-s7v when it is sufficiently dry, including the electrical contacts. Wet connection may cause malfunction. - if the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable will break. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. It may cause the camera cable to break. - when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. It may cause the camera cable to break. - hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. - do not secure the camera cable using such as a pean. There is a possibility that the camera cable may break. Olympus will continue to monitor the field performance of this device.

Event description:
This supplemental report was submitted to provide the results of the investigation.

Event description:
The customer reported that the suspected (cable) wire is cut on the camera head. There were no reports of patient harm.

Manufacturer narrative:
E2: ni. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.